Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, openings, underweight, broken shell, part of the shell is missing, brown particles on the surface of the shell. A microscopic analysis was performed which identify, a striated edge opening. Based on the device analysis, the final assessment is: various striated edge openings on posterior side assessed, as surgical damage. A striated edge broken on posterior side assessed, as surgical damage.

Event description:
Additionally reported, was that the device "appeared to be ruptured". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side exchange from textured to smooth breast implant due to the patient¿s concern with the product. Additionally, healthcare professional called to report side capsular contracture, baker grade iii. The device remains implanted.